Event description:
Information was received that device is not priming past the cassette. One set primed but took double the volume to prime than normal. Then tested bolus dose and only half the volume delivered.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was examined; this showed no abnormalities. The device was given delivery accuracy testing the device was found to meet with specifications. The reported issue was not confirmed. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This device type is sampled at regular intervals for delivery accuracy testing.